Event description:
While treating a patient (age & gender unknown) the device did not advise shock for what clinicians belived was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.